Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing. The patient was asymptomatic. No changes were made as the episodes were quite infrequent, and there were no consequences to the patient.